Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two endo gia* 60mm articulating medium/thick reloads. The visual inspection of the returned products noted the reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5 cm cut line indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reloads were loaded into a post market vigilance instrument (0172) for functional testing. The interlock was overridden and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. For the first firing for the colon on the mouth side, used the powered handle and the reload. The surgeon clamped the tissue and started firing, however, the device stopped firing after one centimeter. Replaced by a new reload and tried to fire, the same event occurred. The surgeon opened the jaws and removed the device from the tissue. Replaced by a competitor's device and the procedure was completed. There was no patient harm.